Manufacturer narrative:
Notification has been marked in this field to indicate this complaint is part of a voluntary field action.

Manufacturer narrative:
Patient's date of birth unavailable from facility. Device evaluation: during evaluation, a kink was observed 4 1/2016" to 4 3/8" from hub. Patency confirmed; able to thread guide wire through device.

Event description:
Prior to a patient procedure and during preparation for use, the physician noticed a kink or crimp close to the balloon. Another device was opened; there were no reported patient injuries, and the patient was discharged per operative plan.